Manufacturer narrative:
Although there have been attempts to receive further information, no additional details were provided and the device was not returned to edwards for analysis because as remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. At this time, edwards lifesciences is unable to determine the root cause for this event. If further information becomes available, a follow-up report will be submitted.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, edwards received information that this surgical valve had a transcatheter valve implanted (valve-in-valve) after an implant duration of five (5) years, three (3) months. The reason for re-operation is unknown. A transcatheter valve was implanted with no reported complications.